Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The scope displayed err b30 then showed a distorted image. Additionally, the evaluation revealed the following findings: the exera data verification had no data transmission; reduced angulation and play due a dent in the insertion tube; ring gauge failed; the ethylene oxide (eto) valve had scratches; and the charge-coupled device (ccd) failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed a b30 error (scope communication error). The issue was observed during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded, although it can be presumed that the defect was caused due to physical stress applied to the insertions section while the user was handling the device which led to damaged charge coupled device unit. The events could have been detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image" "do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.